Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient will have the ins replaced. The patient confirmed the MRI was not related to her stimulation implant. The patient reported that right after implant she only had 20% relief from therapy and the trial was 70%. No further information was provided. No further complications were reported/anticipated.